Event description:
It was reported that during a lap cholecystectomy, the trigger could not be grasped. The device was not fired for the patient. No clips fell into the patient. The device was fired out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received with one clip partially formed in jaws. In an attempt to replicate the reported incident, the clip was removed and the device was tested for functionality. Upon firing of the device on the second and sixth firing sequence an advancer bypass occurred. On both cases the trigger was manually assisted in order to open the jaws without any difficulties noted and 2 pear shaped clips were released and the remaining 5 clips were conforming according to our manufacturing specifications. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended but the orange indicator did not show up, this finding is not related with the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.